Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2024-01491. Device evaluation: the customer's report of earth's resistance to high was duplicated and attributed to loosened hardware at a connector on the ac charger board. The ac charger board was replaced to resolve the report. The device was recertified and returned to the customer. The customer's report of high leakage current was observed during initial testing; however, after disassembling the device to determine the root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The analog board was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed the earth ground resistance test and leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.